Event description:
It was further reported that the patient had a external cardioversion and it was noted that the right ventricular (rv) lead showed continued t-wave oversensing (twos) post pace when they attempted to increase the pacing rate to 80 bpm. Ventricular sense programmed to 1.2mv sensing by physician to avoid twos post pace.

Event description:
It was reported that the lead showed t-wave oversensing. The lead's sensitivity was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.